Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d4; d9 h3, h6: a product investigation was conducted. Visual inspection: the drillsl yell (part#03.037.018, lot# 2l63764) was returned and received at us cq. Upon visual inspection at cq, it is observed that the proximal tang was deformed/ bent outward. Also, the yellow color markings on the device were missing. The missing epoxy was investigated under CAPA-005197 and does not require any additional investigation for this defect. No other issues were observed with the returned device. Functional test: a functional assessment was performed on the complaint device with the returned mating device guide sleeve yell, both devices were able to assemble and disassemble but showed resistance. The deformed condition of the tang could have contributed to the complaint device. Dimensional inspection: feature: shaft diameter was measured per relevant drawing. Result: conforming document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the devices showed resistance during functional test. The potential cause for the device interaction condition could be due to deformed tangs. The missing epoxy was investigated under CAPA-005197. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part # 03.037.018 lot # 2l63764 release to warehouse date: 04 feb 2019 manufacturer: hagendorf a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a procedure the protection sleeve for the tfna blade and drill sleeve were stuck together and could not be separated. There was no reported surgical delay. The procedure was completed successfully. There was no patient consequence. This report involves one (1) 3.2mm wire guide sleeve. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.